Event description:
The pt received the scs system on (B)(6) 2010. It was reported the pt was feeling a pulling sensation in the right side, rib and back regions. Reprogramming did not resolve the issue. The pt reported that the newly entered programs were effective for one day, then the pulling sensation returned and stimulation was no longer covering the pain in her feet. Surgical intervention will be undertaken in the future to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.